Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) explained to the customer and the clinical territory associate (cta) that the issue can be caused by unlevel flooring and that in most cases the customer must physically clutch the arm to stop the drifting. It was also confirmed that after a hard restart of the system the issue resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 1 (usm1) brake was not holding well and that the arm would drift or ¿float off¿ with only a light touch, while the other arms were functioning normally. Later, it was reported that the customer also informed the field engineer that the usm2 was drifting. The field engineer explained that this type of drifting could be related to unlevel hospital flooring and that the customer might need to physically clutch the arm to stop the drift. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no additional information available.